Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported, pt was implanted with lcp plate and screws on an unk date. Pt experienced a cutaneous allergic reaction like eczema on an unk date. It was determined it was a spreading cutaneous rash which is shaped perfectly to the shape of the plate. Pt received local treatment with antibiotic.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.